Event description:
One episode of low blood glucose levels loss of consciousness. Patient was introduced to novopen 3 insulin delivery device in 2003 and novolin 70/30 penfill (dual-acting human insulin) in 2000 due to type I diabetes, experienced an episode of low blood glucose levels with a loss of consciousness, for which they received treatment by emergency medical services (ems). The episode occurred sometime in 2003 at 7:00 p.m. After pt administered evening injection with the products in question. After they performed injection, noticed that large drops of insulin were leaking from the needle after it had been withdrawn from skin. Approximatlely seven hours later, at 2:00 a.m., the patient got up from bed and subsequently fainted. Family member found patient on the floor and called emergency medical services who treated with glucose paste for a blood glucose level of 40 mg/dl, patient recovered within 5 minutes. After regained full consciousness. Family member gave the patient a peanut butter and jelly sandwich with some orange juice, as instructed by the ems personnel, and within an hour pt was fully alert and blood glucose level was 97 mg/dl. The pt reported they refused transporation to the hospital. The patient completed air shots before injections, some of which were successful and others were not. Also changed needle with each injection. The patient did not report any recent changes to lifestyle during the event.